Event description:
Customer reports the use by date on the aviva test strip vial as 2009; manufacturer's batch record confirmed the actual use by date to be 2008. No adverse event reported. Requested return of suspect device and replacement was sent.